Manufacturer narrative:
Follow-up #1: date of submission 03/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings:a review of the black box did not show any unexplained voltage fluctuations. A voltage drop on (B)(6) 2016 was observed due to an auto-off alarm that went unconfirmed for an hour. The pump powered on normally and did not draw excessive current. Ezprime steps were successfully performed and all current draws remained within specification. The pump cover was removed and no internal defects were found. The complaint of a temperature issue could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.